Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The stapler appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 16 staples left in the cartridge indicating that at least 19 staples were fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form, but did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated a couple more times with the same result. It appears that the anvil might be defective. The stapler was disassembled and it was confirmed to have been assembled correctly. Other remarks: the sample was shipped to the manufacturing site for further investigation and it was confirmed that the nonconformance has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil in the returned stapler is defective. The reported complaint of "jamming" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but they were unable to release from the device. The sample was sent to the manufacturing site for further investigation and it was confirmed that the anvil is defective. The stapler was returned with 16 staples left in the cartridge indicating that at least 19 staples have been fired by the end user. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
It was reported that the staples get stuck between the stapler and the skin when stapling. Using 2 devices for a same surgery, varicose veins, both had the same issue. There is no consequence for the patient but it is a waste of time. It is also then necessary to remove staples and try with another stapler.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot #73g1700540. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples get stuck between the stapler and the skin when stapling. Using 2 devices for a same surgery, varicose veins, both had the same issue. There is no consequence for the patient but it is a waste of time. It is also then necessary to remove staples and try with another stapler.